Event description:
Pt had pacemaker inserted in 2007 - four days later, he was taken back to or due to lead wire not working. Above mentioned lead wire was explanted and a new one was implanted. No complications to surgery and returned to ICU in stable condition.